Manufacturer narrative:
(B)(4).

Event description:
Left hip was revised due to pseudotumour and metallosis. The bhr implants were removed and replaced with r3 3 hole cup, ceramic liner and biolox option head.